Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were also reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors and confirmed there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the tip of his adc freestyle libre sensor remained inside his arm. He further reported that on (B)(6) 2018 he had contact with a healthcare provider who ordered an x-ray which revealed the sensor tip. Customer was seen at two hospitals for this and both times the insertion site was ¿opened¿ and found to be ¿red and irritated¿. Customer was treated with kefexin 750 mg. (Cefalexin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the tip of his adc freestyle libre sensor remained inside his arm. He further reported that on (B)(6) 2018 he had contact with a healthcare provider who ordered an x-ray which revealed the sensor tip. Customer was seen at two hospitals for this and both times the insertion site was ¿opened¿ and found to be ¿red and irritated¿. Customer was treated with kefexin 750 mg. (Cefalexin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.